Event description:
The customer reported that the device would no longer open. There was no pt injury. No further info on the incident was made available by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.